Event description:
We have been informed that during consultation post surgery (surgery date (B)(6) 2026), the surgeon noticed a small metal particle in the patients eye. Additional surgery is scheduled to remove the particle.

Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.